Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Additional information received from the complaint reporter suggests the incident occurred due to misuse of the device. Factors unassociated with the design or manufacture of the device which could contribute to a dermal burn include: inadequate flow and circulation of saline solution. Use of pre-warmed saline. Failure to attach the suction adapter to a vacuum source and maintain the recommended suction level. Use of the suction lumen as the sole outflow pathway for irrigation. Failure to appropriately isolate the suction line from patient contact. The IFU contains sufficient warnings and suggested precautionary measures detailing these factors. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged that a super turbovac 90 wand suction outflow tube was hot and caused a patient burn. The procedure was successfully completed using the same device. There was no delay or additional patient complications reported.